Manufacturer narrative:
The root cause of the reported clinical observations was not identified. The patient was going to be seen in the clinic a second time and if any issues were identified they would be communicated to the office. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. The device had been checked a week prior to the event and the physician did not report any product performance issues. No adverse patient effects were reported.